Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in a polyflux 14l dialyzer. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. The picture revealed particulate matter on the blood side of the dialyzer. The reported condition was verified. The cause of the condition could not be determined from the provided photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.